Event description:
It was reported the atrial lead was explanted and replaced due to no capture and high threshold. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. Primary analysis finding: no anomalies were found. It was noted that there was blood/body fluid in/on all conductors.